Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was leaking multiple times. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that for over a month the customer had problems with the insulin pump software and hardware causing diabetes out of control. The customer suffered from distress, loss of work and intermittent ketosis. The device will not be returned for analysis.